Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the limb ischemia ¿ reversible issues has been completed since the original report was submitted. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The user facility reported a 59-year-old female with cardiogenic shock and acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient developed a hematoma at insertion but was stable at assessment. The physician later removed the impella device due to hematoma and blood loss. The doctor believe the intensive care unit staff moved the patient and triggered more bleeding. It was also reported that the patient had an ischemic leg. The patient had blood products transfused.